Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the event was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "patient dislocated adm prosthesis that had been implanted in 2009. Surgeon tried a close reduction but was unable to reduce it. He talked with patient and has made contact with the facility. Patient will be traveling there soon."